Event description:
The technician alleged that the side rail is not staying up. No patient impact.

Manufacturer narrative:
The technician replaced the side rail latch screw, bolt and the ratchet rivets to resolve the issue.